Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be duplicated. Inspected the pump and performed functional tests, it passed all tests. Further investigation of the pump determined that the pump is working properly with no alarm issue. It was noted that it was possible it is the customer's error or need more training. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical ms3 pump exhibited alarm despite no issue. It was also reported that sites and tubing were replaced but the pump still alarmed. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received on complaint of ambulatory infusion pumps/cadd ms3 pumps alarming on patient involvement. No adverse patient events, date of birth (B)(6) 1961. Female with initials of cs . Date of event occurred (B)(6) 2020.